Event description:
It was reported that, during a routine pump replacement, the healthcare provider (hcp) was unable to aspirate. When the old catheter was removed, a break in the distal segment, about 3cm above the anchor, was noticed. The entirecatheter was not retrieved. The catheter was replaced. The daily dose was decreased by 75% and was to be titrated up as needed. At the time of the report, the patient was without injury. The device system was used to deliver morphine, baclofen and bupivacaine. It was later reported that the patient was receiving good pain relief on the decreased dose. The pump and catheter were disposed of and would not be returned to the manufacturer. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was doing great. He was on a 75% lower dose and was getting better pain relief. The reporter was not sure what type of baclofen was being used, but thought it was compounded and probably not lioresal.

Manufacturer narrative:
Product ID 8709, lot# j0039991r, implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).